Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with dizziness. Device data was reviewed and found high thresholds resulting in loss of capture on the right ventricular (rv) lead. Boston scientific technical services (ts) recommended further evaluation of the rv lead. At this time, no further information was able to be obtained and the lead remains in service. No adverse patient effects were reported.